Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist restarted the required services and internet information services (iis) application pools, followed by a full server reboot, updated the service account password and reconfigured it accordingly, followed knowledge article (ka) - "med es: changing password for cfnservice and cfnadmin accounts" and knowledge article (ka) - "pyxis es server reboot process and validation", validated configurations, and executed queries with expected results, verified access to the patient encounter system (pes) link, encountered an error while running device inventory, subsequently updated the report party transaction (rpt) server and re-ran the query, which completed successfully. Confirmed proper operation and resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.